Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The manufacturer's field service engineer reported that the touchscreen was cracked. There was no patient involvement.

Manufacturer narrative:
Date of report: 05nov2018. Date of manufacturer: 02nov2018. The front bezel was returned for evaluation. The front bezel was built prior to 2016 and was since redesigned.